Event description:
Patient underwent a right femoral removal of hardware and right knee reconstruction on a previous date. During procedure, patient had a constavac drain put in. Post op operative day 3, the resident received orders to remove the drain. Upon trying to remove the drain, the resident met with some resistance and stopped the procedure. Consulted with surgeon because the resident thought the drain tubing may have been stitched in. The resident was instructed by the surgeon to remove the drain tubing as it had to come out. Upon 2nd attempt when removing the drain, it appeared a small piece of the tube remained lodged in the patient. The resident ordered xrays and the results of the xray confirmed that there was a residual of the tube. This was discussed with the patient. The surgeon decided the small tubing residual would remain in the patient and they would monitor the patient closely.======================health professional's impression======================it is believed that the tubing may have been sewn in during the or procedure.